Manufacturer narrative:
Bayer case number: (B)(4) bloating [bloating] , weight gain (58 kg at the time of insertion), [weight gain], headaches [headache] , nausea [nausea] , vomiting [vomiting] , neurological disorders [neurological disorder nos] , muscular weakness [muscular weakness] , toothache [toothache] , teeth grinding [teeth grinding] , general exhaustion [exhaustion] , insomnia [insomnia] , hair loss [hair loss] , vision loss [vision loss] , blurred vision [blurred vision] , metallic taste in mouth [taste metallic] , tingling [tingling] , feeling of pressure in the head [head pressure] , difficulty concentrating [concentration impairment] , nervous breakdown [nervous breakdown] , having to stop playing sports [decreased activity] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 03-dec-2025. The most recent information was received on 10-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("bloating") in a 35-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced abdominal distension (seriousness criterion medically important), headache ("headaches"), nausea ("nausea"), vomiting ("vomiting"), nervous system disorder ("neurological disorders"), muscular weakness ("muscular weakness"), toothache ("toothache"), bruxism ("teeth grinding"), fatigue ("general exhaustion"), insomnia ("insomnia"), alopecia ("hair loss"), blindness ("vision loss"), vision blurred ("blurred vision"), dysgeusia ("metallic taste in mouth"), paraesthesia ("tingling"), head discomfort ("feeling of pressure in the head"), disturbance in attention ("difficulty concentrating"), mental disorder ("nervous breakdown") and decreased activity ("having to stop playing sports") and was found to have weight increased ("weight gain (58 kg at the time of insertion),"). At the time of the report, the fatigue, mental disorder and decreased activity had not resolved. The outcomes for abdominal distension, weight increased, headache, nausea, vomiting, nervous system disorder, muscular weakness, toothache, bruxism, insomnia, alopecia, blindness, vision blurred, dysgeusia, paraesthesia, head discomfort and disturbance in attention were unknown. No causality assessment was received for essure with regard to weight increased, headache, nausea, vomiting, nervous system disorder, muscular weakness, abdominal distension, toothache, bruxism, fatigue, insomnia, alopecia, blindness, vision blurred, dysgeusia, paraesthesia, head discomfort, disturbance in attention, mental disorder or decreased activity. The reporter commented: current patient condition: after years of complaints to my doctor and "normal" tests and examinations, I am about to be treated for a nervous breakdown. This has had a significant impact on my social life due to extreme fatigue, exhaustion, having to stop playing sports, and going out very little. I conserve my energy to get to work and spend three-quarters of my remaining time sleeping. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-dec-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report. In case a sample was received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic periods (more than 10 days/month) [prolonged heavy periods], bloating, weight gain (58 kg at the time of insertion), headaches, nausea, vomiting, neurological disorders, muscular weakness, toothache, teeth grinding / dental care for bruxism, general exhaustion / chronic exhaustion, insomnia, hair loss, vision loss, blurred vision, metallic taste in mouth, tingling, feeling of pressure in the head [head pressure], difficulty concentrating [concentration impairment], nervous breakdown, having to stop playing sports [decreased activity], double vision, gastrointestinal problems, joint pain, tendinitis, little social life [social life impairment], changing vision [vision abnormal], resulting in a poor quality of life [quality of life decreased]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-dec-2025. The most recent information was received on 13-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods (more than 10 days/month)") and abdominal distension ("bloating") in a 35-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced heavy menstrual bleeding (seriousness criterion intervention required), abdominal distension (seriousness criterion medically important), headache ("headaches"), nausea ("nausea"), vomiting ("vomiting"), nervous system disorder ("neurological disorders"), muscular weakness ("muscular weakness"), toothache ("toothache"), bruxism ("teeth grinding / dental care for bruxism"), fatigue ("general exhaustion / chronic exhaustion"), insomnia ("insomnia"), alopecia ("hair loss"), blindness ("vision loss"), vision blurred ("blurred vision"), dysgeusia ("metallic taste in mouth"), paraesthesia ("tingling"), head discomfort ("feeling of pressure in the head"), disturbance in attention ("difficulty concentrating"), mental disorder ("nervous breakdown"), decreased activity ("having to stop playing sports"), diplopia ("double vision"), gastrointestinal disorder ("gastrointestinal problems"), arthralgia ("joint pain"), tendonitis ("tendinitis"), social problem ("little social life") and visual impairment ("changing vision") and was found to have weight increased ("weight gain (58 kg at the time of insertion),") and quality of life decreased ("resulting in a poor quality of life"). Essure was removed on (B)(6) 2026. The patient was treated with surgery (to remove essure). At the time of the report, the heavy menstrual bleeding, bruxism, fatigue, vision blurred, mental disorder, decreased activity, social problem, visual impairment and quality of life decreased had not resolved. The outcomes for abdominal distension, weight increased, headache, nausea, vomiting, nervous system disorder, muscular weakness, toothache, insomnia, alopecia, blindness, dysgeusia, paraesthesia, head discomfort, disturbance in attention, diplopia, gastrointestinal disorder, arthralgia and tendonitis were unknown. No causality assessment was received for essure with regard to weight increased, headache, nausea, vomiting, nervous system disorder, muscular weakness, abdominal distension, toothache, bruxism, fatigue, insomnia, alopecia, blindness, vision blurred, dysgeusia, paraesthesia, head discomfort, disturbance in attention, mental disorder, decreased activity, gastrointestinal disorder, tendonitis, diplopia, arthralgia, social problem, visual impairment, quality of life decreased or heavy menstrual bleeding. The reporter commented: current patient condition: after years of complaints to my doctor and "normal" tests and examinations, I am about to be treated for a nervous breakdown. This has had a significant impact on my social life due to extreme fatigue, exhaustion, having to stop playing sports, and going out very little. I conserve my energy to get to work and spend three-quarters of my remaining time sleeping. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2026: new events double vision, gastrointestinal problems, joint pain, tendinitis, little social life, hemorrhagic periods long, changing vision, resulting in a poor quality of life, were added. Essure removal date added. Action taken with drug added to drug withdrawn. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report. In case a sample was received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Bloating [bloating] weight gain (58 kg at the time of insertion), [weight gain] headaches [headache] nausea [nausea] vomiting [vomiting] neurological disorders [neurological disorder nos] muscular weakness [muscular weakness] toothache [toothache] teeth grinding [teeth grinding] general exhaustion [exhaustion] insomnia [insomnia] hair loss [hair loss] vision loss [vision loss] blurred vision [blurred vision] metallic taste in mouth [taste metallic] tingling [tingling] feeling of pressure in the head [head pressure] difficulty concentrating [concentration impairment] nervous breakdown [nervous breakdown] having to stop playing sports [decreased activity] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("bloating") in a 35-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced abdominal distension (seriousness criterion medically important), headache ("headaches"), nausea ("nausea"), vomiting ("vomiting"), nervous system disorder ("neurological disorders"), muscular weakness ("muscular weakness"), toothache ("toothache"), bruxism (" teeth grinding"), fatigue ("general exhaustion"), insomnia ("insomnia"), alopecia ("hair loss"), blindness ("vision loss"), vision blurred ("blurred vision"), dysgeusia ("metallic taste in mouth"), paraesthesia ("tingling"), head discomfort ("feeling of pressure in the head"), disturbance in attention ("difficulty concentrating"), mental disorder ("nervous breakdown") and decreased activity ("having to stop playing sports") and was found to have weight increased ("weight gain (58 kg at the time of insertion),"). At the time of the report, the fatigue, mental disorder and decreased activity had not resolved. The outcomes for abdominal distension, weight increased, headache, nausea, vomiting, nervous system disorder, muscular weakness, toothache, bruxism, insomnia, alopecia, blindness, vision blurred, dysgeusia, paraesthesia, head discomfort and disturbance in attention were unknown. No causality assessment was received for essure with regard to weight increased, headache, nausea, vomiting, nervous system disorder, muscular weakness, abdominal distension, toothache, bruxism, fatigue, insomnia, alopecia, blindness, vision blurred, dysgeusia, paraesthesia, head discomfort, disturbance in attention, mental disorder or decreased activity. The reporter commented: current patient condition: after years of complaints to my doctor and "normal" tests and examinations, I am about to be treated for a nervous breakdown. This has had a significant impact on my social life due to extreme fatigue, exhaustion, having to stop playing sports, and going out very little. I conserve my energy to get to work and spend three-quarters of my remaining time sleeping. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.